Event description:
It was reported that during a device change out, fluoroscopy revealed externalized conductors on the rv lead. All electrical measurements were normal. The lead was capped and replaced. Patient condition was good after the event.